Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek in range meter serial number (B)(4) compared to a laboratory using an unknown reagent. The meter result was 5.0 inr. The laboratory result within 10 minutes was 3.8 inr. On (B)(6) 2020, the meter results were 3.9 inr and 4.0 inr (different finger). The laboratory result within 10 minutes was 2.3 inr. On (B)(6) 2020, the meter result was 3.4 inr. The laboratory result within 10 minutes was 2.6 inr. The therapeutic range was 2.0-3.0 inr.